Event description:
During biomed testing, the device was unable to output pacer current. Complainant indicated that there was no pt involvement in the rpeorted malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a broken pacer knob.